Manufacturer narrative:
This rv lead was capped and successfully replaced. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that back in september, the patient with this right ventricular (rv) lead experienced an exit block. Attempts to reposition the lead were unsuccessful so the is-1 portion of this lead was capped and a competitor's pace/sense lead was successfully implanted. At the last patient follow up, noise was noted on the shock channel. No adverse patient effects were reported.